Manufacturer narrative:
D5,6; h2,3,4,6; g4: added addition info. D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartride batch number, k47e5u; cartridge position, loaded; casing position, forward; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartr, none; retaining pin position, forward; safety position, unlocked; and trigger position, closed. Functional tests & results: hook shroud condition, good; indicator function properly, yes; indicator setting when firing, 2.5; lockout slide tip condition, good; safety disengage properly, yes; staples fire properly, yes; staples form properly, yes; analysis conclusion: based on the info received, and the visual and functional results, no conclusion could be reached as to what may have caused the reported indident. The instrument was fired with a reload cartridge and fired and formed all the staples as designed with no difficulties noted. It should be noted that if torque is applied to the anvil of the instrument prior to engaging the retaining pin, the retaining pin may not engage in the hole properly and may cause the staples near the distal end to be malformed. It could not be ascertained if this may have occurred on this incident. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a bowel resection the bowel was placed in the stapler jaws, the retaining pin was closed, dialed down within firing range, released the safety and fired the instrument. After cutting and opening the instrument the distal end of the staple line had about 4 staples that did not form. The dr hand sewed the area and oversewed the entire staple line. There was no consequence to the pt.